Event description:
Customer reported unexpected negative reactions with capture-r ready ID (crrid) on the echo. Customer stated a patient specimen that was 2+ in gel resulted as negative on the echo.

Manufacturer narrative:
Reactivity of the e antigen was confirmed on retention crrid, lot id112. This lot of reagent was used by the customer at the time of the event.the customer is not sending any samples for investigation testing.a service call was made. Investigation revealed the camera module has a dirty filter; the camera reader was replaced. The instrument operated as expected.